Manufacturer narrative:
Aso was unable to contact the consumer to request samples of product. However, aso was able to obtain a lot number and performed evaluation for adhesion properties in addition to review of biocompatibility tests records. Product labeling states indications for use on minor cuts, scrapes and burns. Consumer had a surgery on the area where the adhesive pad was applied.

Event description:
Consumer reported that he had surgery and used the adhesive pad to cover the wound. Consumer stated the the adhesive burned the skin around the wound and it is scarring.